Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The parameters on the ipg did not change. The patient stated that they had recently been through an airport. The device remains in use. No patient complications have been reported as a result of this event.